Event description:
Caller reported cgm error 42, and it was unclear if there was any impact on the customer's blood glucose level. After disconnecting, the caller did not respond to follow-up attempts by customer technical support regarding interest in an out-of-warranty loaner pump. No additional information regarding the outcome of the event was received.